Manufacturer narrative:
Citation: koziarz a, et al. Modes of bioprosthetic valve failure: a narrative review. Curr opin cardiol. 2020 mar;35(2):123-132. Doi: 10.1097/hco.0000000000000711. Earliest date of publish used for date of event: march 1, 2020 (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a narrative review of the modes of bioprosthetic valve degeneration. The authors identified two medtronic hancock ii bioprosthetic valves that were explanted (figure 2 and figure 4). Per figure 2, hancock ii explanted after 7.5 years because of regurgitation, pannus formation, two perforations (one in each of the two larger cusps), thrombus, and a pledgetted suture sitting in the sinus. Per figure 4, explanted hancock ii showing endocarditis (duration of implant unrevealed). The authors also observed large vegetations on all three cusps and pannus formation on the hancock ii in figure 4. No unique device identifier numbers were provided. The gender, age, and weight of these two hancock ii patients was not disclosed. No additional adverse patient effects or product performance issues were reported.